Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams) and pacing inhibition. No intervention was performed. The patient was in stable condition and will continue to be monitored.